Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was tired, dry heaves, sick to stomach and sleepy. The blood glucose reading at the time of the event was 430 mg/dl. Diagnosed diabetes ketoacidosis. Customer stated that she used an entire box infusion sets due to insertion device not working properly. The current blood glucose reading is 124 mg/dl. Customer treated with manual injection. Nothing further reported.